Manufacturer narrative:
Additional information: b5, h6 and h11. B5: the leak came from the actual minicap and not the transfer set. The home patient stated that there were no issues with the transfer set. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least three (3)] minicaps leaked iodine. There was no damage observed. This occurred after connecting the minicaps to the transfer set. The ¿chemical¿ (iodine) was splashing all around the area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.